Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The device remains implanted in the patient. Procedural images and medical records were not provided for clinical assessment; however, pre-procedural planning form review showed distal anatomy measurements were outside indications which may have contributed to event. A manufacturing record review was performed. The lot met all release criteria with no related issues. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined with available information; however, undersized distal anatomy may have been a factor. Device remains implanted in patient.

Event description:
It was reported that immediately following implantation of bifurcated device and an infrarenal aortic extension, an occlusion in a left lower limb was observed distal to the implanted stent graft. The physician elected to perform a thrombectomy, considering the possibility that the occlusion was caused by thrombi, but this was not successful. A bypass surgery was performed to vascularize the left lower limb. It was reported that the patient tolerated the procedure well.